Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use, and the barrel tip was found damaged. The following information was provided by the initial reporter: 'consumer reported needle missing from one syringe, hub still attached." Additional issues (hub separates and damaged barrel tip) were observed on the sample returned by the customer.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the needle was missing from the syringe. The returned syringe was examined and exhibited a separated and missing hub-needle/shield assembly and a damaged barrel tip. A review of the device history record was completed for batch # 8155852. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 01oct2019, holdrege received a photo complaint. A visual evaluation of the photo exhibited a barrel with a damaged tip pod. Process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona, to get a good adhesion of the ink to the molded barrel. Root cause: maintenance dispatch #29492 was created during the creation of this batch for air jet out of alignment. Correction: air jet was adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. "

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use, and the barrel tip was found damaged. The following information was provided by the initial reporter: 'consumer reported needle missing from one syringe, hub still attached." Additional issues (hub separates and damaged barrel tip) were observed on the sample returned by the customer.